Event description:
How long has customer been using this pump: more than a month. Confirmed patient disconnected from skin site did the patient receive an alarm: no. Is immediate intervention required: no. Did adverse event occur while patient was off the pump using alternate insulin delivery method: no. Were there any other health conditions or any other medications that may have contributed to this pae: no. Were damage/irregularities present to any of the following prior to use: no damage/irregularities present prior to use. What was the type of health care provider treatment: hospitalization. What level of ketones is the customer reporting: none (only reporting symptoms). How many cartridges/infusion sets is the customer reporting issues with on this complaint: 1 bg1266, coma, difficulty waking up. What kind of treatment did the patient review: insulin vis injection. Patient reports she could have had a kinked cannula back in (B)(6) leading to hospitalization.

Manufacturer narrative:
The claimed failure can not be confirmed. The complaint has been reviewed based on the customer complaint description and evaluates that no further investigation can be performed before either used samples are received for testing or that the lot number is provided to investigate a potential origin of the product failure in the devices manufacturing traceability documents. Unomedical hereby consider this case to be closed.